Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. It is unknown which lead migrated and was replaced. Hence, both leads are being reported. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48449. It was reported that the patient's therapy was affected due to lead migration. Reportedly, patient's left l5 lead migrated. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored postoperatively.